Event description:
Per the clinic, the patient experienced pain, non-auditory sensations and poor performance with device use. Subsequently, the device was explanted on (B)(6) 2018, there are no plans to re-implant the patient with a new device as of the date of this report.